Event description:
It was reported that an external fluid leak was observed from the effluent line of an oxiris set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: in the instructions for use (IFU), it is noted in the section cautions and warnings, sub section warnings, point 5: ¿to prevent contamination, this oxiris set must be used as soon as its packaging and sterilization caps are removed," therefore indicating that the return cap needs to be removed prior to use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed and showed a leak from the connection between the return line and the drain bag. The return cap was connected to the drain bag. The reported condition was verified. The cap of the return line has a hole to allow the sterilization of the product, therefore a leak would occur if the cap was connected. The return cap is not threaded, therefore it could only be tied up to the drain bag by using force. The cause of the condition was due to use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.